Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient's valve was implanted a few months ago and set at pressure level setting 1.5. When the patient returned to the clinic for a check-up, the physician could not read the valve's pressure level setting with two stratavarius devices. He then tried the strata handtools to read the valve. The valve was reading at pressure-level 2.5. When they tried adjust the valve, it could not be adjusted from a pressure-level reading of 2.5. It was also reported that the valve is still implanted in the patient and the patient is back at their home in bakersfield.